Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf device code a010402 captures the reportable event of stent migration.

Event description:
It was reported to boston scientific corporation that an agile fully covered esophageal stent was implanted during a stent placement procedure performed on an unknown date. The physician reported that the agile esophageal stent had migrated. There were no patient complications reported as a result of this event. No further information has been obtained despite good efforts thus far.